Event description:
It was reported that the user experienced recurrent occlusion alerts on the ilet pump, with insulin pooling at the ilet connector and tubing connection, inability to complete fill tubing with no drops observed, and continued alerts particularly when lying down; the user was on backup multiple daily injections and used a teflon infusion set with different lots and sites trialed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, and a mechanical problem was identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint could not be duplicated or confirmed. Known-good supplies were used for troubleshoot testing; multiple leadscrew runs were completed successfully with visible drops, no pooling of insulin in drug chamber. The drug chamber had no evidence of dry insulin residue. The device performed as intended and no faults were found.